Event description:
As the physician attempted to deploy the stent in tortuous anatomy, the microdelivery catheter broke. There were no reported patient complications.

Event description:
As the physician attempted to deploy the stent in tortuous anatomy, the microdelivery catheter broke. There were no reported patient complications.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the microdelivery catheter proximal outer shaft was stretched and separated distal to the strain relief. The inner tubings were still intact. The stent was in the intended location and the stabilizer was butted against the stent proximal markers. The stablizer was found to be kinked 13.2cm from its proximal end and kinked just proximal to the distal tip marker. The stent could not be deployed due to the anomalies noted on the delivery system. The sent was pushed out using a mandrel and no anomalies were noted. The anomalies noted to the device are most likely due to high friction encountered. The exact cause of the high friction can not be determined but is most probably related to the tortuous anatomy. The friction may have caused the physician to apply excessive force to the device. This tensile force in the microdelivery catheter can cause stretching of the microdelivery catheter and the corresponding compressive force in the stabilizer can lead to the damages observed. Based on the investigation and the information provided the most likely cause of the reported event is operational context

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4) - the reported catheter break.